Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization from the reservoir. The customer's blood glucose reading was 401 mg/dl. The customer treated the high blood glucose readings with the pump. The customer stated that she was having issues removing the plunger from the reservoir. The customer stated that she was changing out the infusion set when this issue occurred. The customer was advised to quickly turn the plunger counter-clockwise while carefully holding the reservoir barrel in place. The customer stated that she was not able to remove the plunger rod. The customer was advised to use another reservoir. The customer was advised to return the reservoir. The customer will be sent a replacement reservoir.